Event description:
The patient reported, the adhesive on her insulin infusion set was not properly adhering. She stated she inserted the infusion headset yesterday and when she took a shower, the headset fell out. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.